Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed for a motor error during a bolus. The insulin pump was not exposed to a strong magnetic field or MRI. The blood glucose reading was 9.8 mmol/l. The entire set was changed and a bolus was delivered successfully with no alarm. Nothing further was reported.